Manufacturer narrative:
Visual examination of the returned device revealed a fracture was located at the driver¿s distal tip, the second half of the tip was not returned. Driver was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a 9x45mm viper cortical fix screw into s1, the tip of the driver with lot #mi20637 sheered off in the screw. The tip was recovered using suction. After advancing the screw with an alternate available driver and placing remainder of screws, it was noted that the tip of driver with lot # mi34669 has been deformed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: date received by manufacturer on initial (B)(4) is incorrect and should be 01-22-2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.